Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Cmp-(B)(4). Concomitant medical products - unknown liner. Unknown stem. Unknown cup. Multiple MDR's were reported for this event. Please also see associated events: 0001822565-2018-01248, 0001822565-2018-01265. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient was revised to address pain, dislocation, and implant wear. Intraoperatively, implant corrosion and alval-like (aseptic, lymphocyte-dominated vasculitis-associated lesion) symptoms were identified.